Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed less than one-half year battery remaining and magnet rate of 85. Elective replacement indicators had been reached on (B)(6), 2012. One year earlier, the magnet rate was 100 and during the subsequent six month follow up visit, longevity remaining was one and on-half year remaining. There was concern that the battery had depleted more rapidly than expected. Atrial outputs has been programmed at 3.5v @ 0.8 ms due to increased atrial thresholds measurements. The ventricular outputs were reprogrammed auto off at 2.5 v @ 0.8 ms and a replacement procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device has not been returned for analysis. Should this device be returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
When the device has been removed and returned, analysis will be performed and this event will be updated.

Event description:
Additional information was received. Subsequently, the following day a replacement procedure was performed. This device was removed and replaced with a competitor device.